Manufacturer narrative:
Concomitant medical products: w3dr01 pacemaker, implanted on 19(B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited low impedance. Both the ra and the rv lead remains in use. No patient complications have been reported as a result of this event.